Manufacturer narrative:
(B)(4). Batch #: r57v2h. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during the surgical procedure, after stapling the intestine in the first duodenum portion, it was observed that there was an opening of the staple line on both sides stapled. The load used was ecrw, being the first stapling to be done with the stapler. The load was replaced with a new one, with a different batch, and the same stapler was used. There was no problem with the new trigger. The number on the ecrw load is r57v2h. There was no delay to procedure and the procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2021. H6: component code = g07. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45w reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. The event described could not be confirmed as the reload was received fully fired. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.